Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lift v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported by patient's counsel as a result of a legal claim that allegedly the patient underwent left that on (B)(6) 2009, and was implanted with an lift v40 cocr femoral head and accolade tmzf hip stem requiring revision surgery on (B)(6) 2022, due to alleged acute onset of pain. Revision operative report states "the trunnion had been completely worn down to a point and there was a loose metal fragment also in the acetabulum."